Manufacturer narrative:
Integra has completed their internal investigation on 21apr2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the handpiece tested within specification, no problem found. Performed complete functional test and the handpiece passed all test. No non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. The DHR review has been deemed satisfactory. A minimum of 12 months review of cusa excel handpieces part number c2602 was completed using the following key words ¿tubing or cord failure¿ and root cause ¿could not duplicate¿ in the search criteria. This review encompassed from dates (B)(6) 2015 to (B)(6) 2016. (B)(4). The analysis of the complaint investigations and root cause reports has concluded this complaint is the 1st identified complaint for the cusa excel c2602 handpiece for the reported failure root cause identified as ¿could not duplicate¿ resulting in handpiece issue. The failure analysis investigation has concluded the cause handpiece does not pull water was not duplicated, handpiece was testing to specifications, therefore no fault found.

Event description:
While in use for a procedure on (B)(6) 2016 the handpiece would clog quickly and easily even with aspiration and amplitude turned up to 100%. The tip was cleaned with the stylette and saline but once used again the tip would immediately clog. Next the tip was changed and then the cusa console but experienced the same problem. There was a 20 minute surgery delay. There was patient contact but no patient injury. On (B)(6) 2016, the integra sales representative tested the 36 khz handpiece using an apple and found the same issue. The sales representative changed to a secondary 23 khz handpiece and found it to be operating correctly. Additional information received on 14apr2016 with the following: immediately upon using the device, the problem occurred. The handpiece was being used on a brain tumor during a craniotomy with tumor resection. The cusa excel tubing was not changed at all during the time of the clogging. Suction/aspiration was working correctly. The surgeon used suction and cautery to complete the resection. There was no patient adverse consequence as a result of the surgical delay.